Manufacturer narrative:
The product was returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this pacemaker was implanted for only one month but was showing eleven months of battery life remaining. Boston engineering noted the device had a large increase in power consumption for an unknown reason. Additional information indicated that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. A high current condition was identified. Detailed analysis of the device hybrid was undertaken. The high current drain was isolated to the analog chip; however, the exact cause of the high current could not be determined.